Event description:
On (B)(6) 2020, I had a knee replacement surgery, the implant was too large and I could never bend my right knee again. Also had to be taken to ER if forcedly bent, resulting in a revision surgery because total failure of right knee on (B)(6) 2023. Reporting the device that was originally implanted. Pt: 1924. Device: 1583, 3023. Ref: mw5188850.